Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged eye irritation, and particles in tubing/chamber. There was no report of patient harm or injury. The device was returned and the manufacturer confirmed particles in air path, found evidence of foam degradation during device evaluation.